Manufacturer narrative:
Voluntary event report was received mw5188892. UDI is not available as product information was not provided.

Event description:
Voluntary medwatch received states that the right ventricular lead exhibited high out of range shock impedance.